Manufacturer narrative:
(B)(4). Batch # n57a3v. Additional information was requested and the following was obtained: unsure if the contour was associated with the tear. What were the indications for the surgery? The scrub tech is not sure. Did the patient receive any pre-op chemotherapy or radiation? Per the scrub tech, no. Was the transection taken in one or multiple firings? The scrub tech said the transection with the cs40b was taken in 1 firing. Prior to anastomosis, was the rectal stump tested for a leak when concern was noted regarding staple quality? Scrub tech said a leak test was not performed because upon firing of the cs40b, the surgeon noticed malformed staples. What does the surgeon believe caused the tear? Scrub tech said the surgeon did not say what could have caused the tear. The surgeon was connecting our circular stapler together when the surgeon noticed the tear. What color cartridges were used with the pse45a? Scrub tech said the surgeon used a blue ecr reload. Did the customer report any alleged issue with the pse45a during the procedure? The scrub tech did not report any alleged issue with the pse45a. What is the current patient status? Scrub tech is not sure. The staff did not save the fired blue contour reload that was used on tissue; only the blue reload that was fired outside of the patient. The analysis results showed that the cs40b device was received with no apparent damage and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device opened and closed as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, per the scrub tech, the device would not close or lock the tissue in place prior to firing during the procedure. Surgeon fired it outside of the patient to test it and it deployed staples. Upon surgeon request, the staff opened another like device. Similar difficulties in compressing the tissue occurred again, and despite the staff's suggestion on upsizing to a green reload, the surgeon fired the device. Surgeon felt the staples did not deploy optimally, so they fired a powered endocutter. Case was completed with the powered endocutter after firing with the contour stapler resulted in poor staple formation, per the surgeon. After firing with the powered endocutter, the surgeon intended to use our ecs circular stapler to complete the anastomosis. When connecting both sides together, a tear was noticed on the rectum side, so a colostomy was performed.